Event description:
Baby that was on this (using this product), was transported to hospital. However, end-user not sure this was the reason for transport.

Manufacturer narrative:
The complaint indicates that there was a crack in the bottle that was causing the unit to not function properly. Two units were expected in support of the complaint, however, tracking information from delivery company noted that the package was damaged in transit and all merchandise was discarded. Lot 6e084 was manufactured on 5/25/06. A review of the batch record noted no deviations to process or procedure with the manufacture of the lot. A review of the event action log noted thirteen minor interventions. The interventions were associated with machine stop, flash in the sweep, machine inspection, bottle sensor adjustment and door ajar. Adjustments of this nature are generally considered part of the expected normal process variation during manufacture. The manufacturing qa in-process sampling plan indicates that 315 units were visually evaluated for container integrity with no defects observed. Additionally, another 125 units were functionally evaluated for fill volume and back pressure with no defects observed. The reject rate was less than 5% and within specification. The defects noted were cosmetic in nature. All analytical, microbial and environmental sampling conducted in support of this lot were within specification and met release criteria. A review of the samples in retention noted no cracks or variations to specification. We believe this lot was manufactured per cgmp specifications. Lot 6f057 was manufactured on 6/17/06. A review of the batch record noted one deviation that had no relevant bearing on the stated complaint. A review of the event action log noted two minor interventions associated with machine stop. These are routine interventions and show no indication that the lot was not manufactured per specification. The manufacturing qa in-process sampling plan indicates that 315 units were visually evaluated for container integrity with no defects observed. Additionally, another 125 units were functionally evaluated for fill volume and back pressure with no defects observed. The reject rate was less than 3% and within specification. The defects noted were attributed to excess plastic and/or were cosmetic in nature. All analytical, microbial and environmental sampling conducted in support of this lot were within specification and met release criteria. A review of the samples in retention noted no cracks or variations to specification. We believe this lot was manufactured per cgmp specifications. This is the first reported incident with regard to lots 6f057 and 6e064. As the samples had been damaged and discarded during shipment, we were unable to attribute the stated defect to the actual manufacturing process. No trend has been identified with regard to this defect type as it pertains to the lots, product and/or this facility. We continually monitor all customer complaints in order to satisfy requirements set forth by the food and drug administration as well as to ensure the quality of our products.